Manufacturer narrative:
Concomitant medical products: 1688 lead, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pacemaker syndrome type symptoms and feeling "poorly" since the implantable pulse generator (ipg) was reprogrammed for a surgical procedure. It was noted the patient had pacemaker syndrome due to asynchronous pacing. The ipg was reprogrammed to the appropriate mode and remains in use. No further patient complications have been reported as a result of this event.